Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The marker bands measured 8mm from distal end to proximal end. There was no damage or deformities to the balloon, the marker bands, or inner shaft in the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that incorrect size of device occurred. The target lesion was located in the left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, it was noticed by the physician that the overhang on the balloon was more than he would have expected for an 8mm stent. It looked like it was 10-12mm. Nevertheless, the balloon worked fine and the procedure was completed. No patient complications were reported.

Event description:
It was reported that incorrect size of device occurred. The target lesion was located in the left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, it was noticed by the physician that the overhang on the balloon was more than he would have expected for an 8mm stent. It looked like it was 10-12mm. Nevertheless, the balloon worked fine and the procedure was completed. No patient complications were reported.